Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400mg/dl while wearing the pod between 49 and 71 hours. Symptoms reported include abdominal pain, headaches, and frequent urinary incontinence. The patient was treated with fluid bolus, acamol, and ppi. The patient was released the same day. The patient changed the basal program due to the ramadan fast. The patient will return to the previous basal program he had before ramadan.